Event description:
The patient underwent placement of an allurion intragastric balloon on (B)(6) 2026. Post-procedure, the patient was instructed to take hyoscine butylbromide (buscopan) every 6 hours. The instructions for use (IFU) advise against the routine use of smooth muscle relaxants, such as buscopan or hyoscyamine, in the absence of a documented history of severe cramping, as such use may contribute to gastric dilation and food retention. In this case, buscopan was initiated immediately following balloon placement on a fixed dosing schedule (every 6-8 hours), which may not be consistent with IFU recommendations. The IFU also cautions that early administration of prokinetic agents, including domperidone and metoclopramide, following balloon placement may be associated with rare cases of gastric outlet obstruction. In this patient, metoclopramide was administered on day 1 post-placement. While prokinetic agents are commonly used in gastrointestinal practice, their use in patients with an intragastric balloon should be limited to clear clinical indications and aligned with IFU guidance and applicable local protocols, given their potential effects on gastric motility. Approximately 12 hours after balloon placement, the patient reported nausea and abdominal pain and indicated incomplete recovery from the procedure, with tolerance limited to liquids during the follow-up period. On (B)(6) 2026, the patient developed profuse vomiting and generalized malaise. Computed tomography (CT) imaging demonstrated impaction of the balloon in the pylorus, with associated gastric food retention resulting in obstruction. The balloon was successfully removed endoscopically under general anesthesia on (B)(6) 2026. The device was discarded at the time of removal and was not available for return or further evaluation. No additional complications were reported during the patient's clinical course.